Manufacturer narrative:
The treatment clinic did not report this event to solta medical at the time of occurrence and the system was not made available for evaluation. An independent medical review of the clinical records reported this procedure was conducted by an experienced surgeon using accepted practices for the vaser high-def procedure. The operation report noted there were no significant complications during treatment. Although autopsy reports were not available for review, it was the reviewer¿s professional opinion that the most likely cause of death was from a cannula penetration of the abdomen or a pulmonary embolism and therefore the cause was unrelated to the vaser system. A review of the complaint data found no other similar events have been reported. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
Bausch health was contacted on (B)(6) 2019 by an attorney representing the family of a patient who expired approximately 12 hours after a liposuction procedure was performed in (B)(6) of 2017. It was reported that the procedure was performed using a device manufactured by a bausch health company. This event was not reported to bausch health by the medical practitioner at the time of occurrence.